Event description:
Patient reports using byte aligners since 2020 and was only able to use 1 out of the 14 weeks before having to seek dental advice and was recommended to stop treatment on the 2nd week as it was not safe for oral health. No other details provided.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.